Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r . The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During an atrial fibrillation ablation, upon connecting the tacticath se ablation catheter, there was an error on the mapping screen that said "catheter intended for single use only," and I was unable to see any contact force data. After powering off and rebooting the tactisys the error was still present. The catheter was never inserted into the body. We decided to use a new tacticath se ablation catheter, but the same error was present. A third catheter did not give this error, and we were able to proceed and complete the ablation successfully with the third catheter. Neither defective catheters were inserted into the patient, and there was no concern of adverse patient consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.